Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. D4: this product was manufactured prior to the implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in the report.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.